Event description:
The port could be flushed and drawn fine at the time of placement. The pt walked 200 yards to the next dept where it was found that the port could not flush and draw. The pt returned to interventional radiology where the port could be flushed/drawn while she was lying down, but would not flush/draw while the pt was sitting up. The port was removed and replaced on the same day.